Event description:
It was reported that during a prostate procedure @ 93,103 joules of use and 15 minutes, the "cap was loose, fiber spins inside the cap". Customer mentioned the ¿packaging tears down the middle.¿ the procedure was completed with a second fiber. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion; the fiber bevel edge at the output window has shifted forward; the fiber exhibits a beginning of melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).